Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four months post implant the right ventricular (rv) lead dislodged and x-ray confirmed the lead was in the atrium. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.